Event description:
It was reported that stent dislodgment and shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery. After a guiding catheter was engaged, a 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. On initial inflation at 8 atmospheres for 3 seconds, the delivery system was noted to be in dog-bone shape. Reverse blood into the inflation device was observed which led them to suspect balloon rupture. The stent had dislodged and a new semi-compliant balloon catheter was advanced to perform dilatation at the distal part of the stent so the stent could be pulled into the sheath and guiding catheter and retrieved. The retrieved stent delivery system was found to be broken at the shaft mid part. The procedure was completed using a non-bsc stent and no further patient complications were reported. Synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis without a stent. No stent returned. The balloon was reviewed. There was no stent on the balloon. The balloon wings were wrapped. Crimp markings were evident on the balloon wall indicating correct crimping and positioning of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube laser cut region was kinked and damaged 354mm proximal to the distal tip. A visual and tactile examination of the inner and outer shaft polymer extrusion revealed no issues. The mid-shaft extrusion covering the hypotube laser cut region was broken the site of the hypotube laser cut region kinked and damage. It appeared the damaged hypotube laser cut region tore extrusion. The extrusion was partially broken, it had not separated completely. A red blood like substance was noted inside the inflation lumen. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event 18 years or older.

Manufacturer narrative:
Age at time of event 18 years or older.

Event description:
It was reported that stent dislodgment and shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery. After a guiding catheter was engaged, a 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. On initial inflation at 8 atmospheres for 3 seconds, the delivery system was noted to be in dog-bone shape. Reverse blood into the inflation device was observed which led them to suspect balloon rupture. The stent had dislodged and a new semi-compliant balloon catheter was advanced to perform dilatation at the distal part of the stent so the stent could be pulled into the sheath and guiding catheter and retrieved. The retrieved stent delivery system was found to be broken at the shaft mid part. The procedure was completed using a non-bsc stent and no further patient complications were reported.